Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, when the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not received. Investigation is not yet complete.